Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not providing power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was not providing power.

Manufacturer narrative:
Upon further review, this record has been identified as a duplicate and is associated with MFR report number 2518422-2025-048216. All subsequent reporting activity will be documented under this manufacture reference number.